Manufacturer narrative:
On september 02, 2022, mentor became aware the secondary procedure performed was a bilateral removal and replacement with 415cc mentor memorygel xtra breast implants on (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, involved in a clinical trial, underwent a primary breast reconstruction surgery with implantation of a 335cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade ii capsular contracture of the right breast prosthesis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Although information that was provided noted that an unspecified secondary procedure was conducted due to the affected breast prosthesis.